Manufacturer narrative:
A specific root cause could not be identified. Based upon the information provided, a pre-analytical issue is a possible root cause for the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer received a questionable vitamin b12 result for one patient sample. The initial result was <30 pmol/l which was reported to the doctor. It was unclear if the result was accompanied by a data flag. The repeat result was 654.8 pmol/l. The patient was not adversely affected. The reagent lot number was 18341502. The expiration date was requested, but was not provided. The field service representative found there was an abnormal liquid level detection trigger due to the plastic tube. He aligned the probe more closely to the plastic tube and recommended the customer not use the high static translucent plastic tubes. He also recommended the customer use rack inserts or 12mm tube racks for better placement. He successfully ran vitamin b12 tests without errors.